Event description:
It was reported that a scheduled transmission review on this implantable pacemaker showed one non-sustained ventricular tachycardia (nsvt) on the presenting electrogram (egm). The stored egms showed several undersensed low amplitude ventricular signals. The programmed ventricular sensitivity is automatic gain control (agc) at 0.6mv (volts) with variable ventricular amplitudes noted in trend data at 2.5 to greater than 25mv (millivolts). All other right ventricular (rv) lead measurements are stable. The device remains in service. No adverse patient effects were reported.